Manufacturer narrative:
During the analysis of the leads and the lead fragments, it was noted that all leads showed damage such as deformation of the conductors and damage to the insulation by cuts. These damage manifestations were with high probability caused intra-operatively. In addition, damages were identified at the fragment of the right-ventricular lead and also at the atrial lead that indicate wear-and-tear of the leads due to high mechanical stress in the implanted state.

Event description:
Ous MDR - after an implantation time of about 38 months, the death of a pt was reported to us. After oversensing had been noticed on (B)(6) via home monitoring, the pt was scheduled for a follow-up on (B)(6) 2009. Even before this follow-up, inappropriate shocks and also tachycardias in the pt are reported to have occurred on (B)(6). The tachycardia was terminated, but the pt remained in an unstable state. The clinic decided on a deactivation of the shock function and an immediate revision. After the ICD had been explanted during this operation, the pt again experienced tachycardia, which could not be terminated despite external shock deliveries. The pt was subsequently declared to be legally dead. The leads were not explanted; the explanted ICD was not handed over to biotronik for an analysis. Despite the event description stating these leads were not explanted, they were returned for analysis along with the device.